Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and loose mitraclip. It was reported that on (B)(6) 2018 one mitraclip was implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing the mr to grade 1. The imaging was very challenging during the case due to the anatomy and the mitraclip was implanted in the commissure. On (B)(6) 2018 the patient had mr grade 2 to 3 and the mitraclip appeared loose on the echocardiogram. The patient had good hemodynamics and felt fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported partial clip movement (failure to adhere or bond) appears to be related to patient morphology/pathology and user technique/procedural circumstances of difficulties with visualization. The mr appears to be related to the partial clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.